Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected troponin I results were obtained from a patient sample when performing a comparison study using the vitros high sensitivity troponin I (hstni) reagent lot 0050 on a vitros 5600 integrated systems. The results were considered discordant when compared to a non-vitros siemans centaur method. Patient 27, m27 vitros hstni = 193.40, 335.71 ng/l (> 12.0 ng/l 99th percentile url vs. Expected siemens negative (< siemens url 57.00 ng/l) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros hstni results were not reported from the laboratory. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, higher than expected troponin I results were obtained from a patient sample when performing a comparison study using the vitros high sensitivity troponin I (hstni) reagent lot 0050 on a vitros 5600 integrated systems. The results were considered discordant when compared to a non-vitros siemans centaur method. A definitive assignable cause of the event could not be determined based on the information provided. Validation of the vitros hstni assay was performed prior to implementation in the customers laboratory. As part of the validation process, it is ensured that the assay is performing as intended on the vitros 5600 integrated systems before proceeding with patient correlation studies. Quality control (qc) results must meet acceptance criteria; otherwise, validation would not progress. Therefore, it is not likely that an issue with the vitros hstni assay or the vitros 5600 analyzer contributed to the event. As this testing was performed for introduction of a new assay, there was no historical quality control (qc) for review of the vitros hstni reagent lot 0050 performance. Continual track and trending have identified an increase in vitros hstni us complaints; however, it is primarily due to the increase in correlation studies due to the introduction of this new assay to the market. Pqi0005885 has been created for further investigation. Additionally, it is possible that an interferent affecting the vitros hstni method, but not the non-vitros siemens method, contributed to the higher than expected patient results. The vitros hstni instructions for use (IFU) indicate that certain substances and conditions, such as dextran, elevated total protein, and heterophile or human anti-animal antibodies (e.g., hama), may interfere with the assay and lead to falsely increased results. However, as the customer did not perform interference testing or additional investigations, the presence of an interferent affecting the vitros method but not the non-vitros siemans method cannot be ruled out as a contributing factor to the event. All samples above were plasma, and none were hemolyzed, icteric or turbid. Samples were stored frozen prior to correlation testing, but no addition details regarding sample handling were provided. Therefore, pre-analytical sample handling and storage could not be ruled out as a contributor to this event. The potential impact of patient-specific factors, such as medication use or clinical status may have contributed to the higher than expected vitros hstni patient sample results. A medical consultation was obtained from quidelortho medical safety officer for patient 27: elevated and discordant vitros hstni results were observed in a patient presenting with chest pain and elevated bnp. While heart failure may account for troponin elevation, the magnitude of the vitros results (exceeding five times the 99th percentile) introduces the possibility of a falsely elevated value. Under unusual circumstances, such a result could prompt escalated investigations such as a cardiac angiography, and treatment for acute myocardial infarction, potentially leading to worsening clinical outcomes with serious or long-term sequelae. Serious patient injury, while remote, is possible. Therefore, in an abundance of caution, we are reporting this event.